Event description:
Customer reported experiencing approximately two to three malfunction events on the pump over the past month, with two occurrences confirmed on (B)(6)2026. There was no adverse impact on the customer's blood glucose level as a result of these issues. To address the malfunction events, the customer independently reset the pump, which successfully resumed insulin deliveries, and was informed by customer technical support about specific reset effects.